Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 331mg/dl. The customer's most current level was 261mg/dl. The customer's blood glucose level at the time of admission was 486mg/dl. The customer was treated with fluids and insulin. Troubleshoot was conducted. The customer was advised of separate insertion sites. The customer will be trying different insertion location and monitoring the device. The customer was advised to call back if issues persist.